Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported by the customer "a rupture of the PICC catheter is reported, the hospitalization service requests an evaluation of the patient given that he has venous thrombosis and erythema in the arm, the indication for vascular surgery is removal of the catheter, at the time of evaluation the patient had a left trilumen PICC catheter which was inserted on (B)(6) 2023 for administration of tpn, the evaluation carried out by the safe venous catheter program identified the presence of tpn in the path of the gray lumen through which he was receiving this nutrition at the time of irrigation, the patient manifested acute pain in the arm, which raises suspicion of catheter rupture, the patient reports that on sunday night the infusion pumps were beeping and that before the shift was handed over on the morning of the 11th, a boy came in and irrigated the catheter with a the syringe is so strong that it bends the plunger and the patient expresses pain. The patient states that he had not felt that pain. Only after this intervention does he feel it. The pain persists and his arm swells, which is why they discontinued. Tpn and order for doppler ultrasound, in the review of the nursing notes they do not report this intervention of trying to unocclude the catheter.¿ the catheter is removed by the cvs program on (B)(6) 2023 and a 2.5cm rupture is evident, which raises the suspicion of extravasation due to catheter rupture. An evaluation by plastic surgery is requested, which indicates that it does not require management of extravasation is subsequently evaluated by vascular surgery who do not give an anticoagulation regimen given the segmental thrombosis and lower risk of thromboembolism. Additionally, anticoagulation cannot be performed due to anterior urethral bleeding."

Event description:
It was reported by the customer "a rupture of the PICC catheter is reported, the hospitalization service requests an evaluation of the patient given that he has venous thrombosis and erythema in the arm, the indication for vascular surgery is removal of the catheter, at the time of evaluation the patient had a left trilumen PICC catheter which was inserted on (B)(6) 2023 for administration of tpn, the evaluation carried out by the safe venous catheter program identified the presence of tpn in the path of the gray lumen through which he was receiving this nutrition at the time of irrigation, the patient manifested acute pain in the arm, which raises suspicion of catheter rupture, the patient reports that on sunday night the infusion pumps were beeping and that before the shift was handed over on the morning of the 11th, a boy came in and irrigated the catheter with a the syringe is so strong that it bends the plunger and the patient expresses pain. The patient states that he had not felt that pain. Only after this intervention does he feel it. The pain persists and his arm swells, which is why they discontinued. Tpn and order for doppler ultrasound, in the review of the nursing notes they do not report this intervention of trying to unocclude the catheter.¿ the catheter is removed by the cvs program on (B)(6) 2023 and a 2.5cm rupture is evident, which raises the suspicion of extravasation due to catheter rupture. An evaluation by plastic surgery is requested, which indicates that it does not require management of extravasation is subsequently evaluated by vascular surgery who do not give an anticoagulation regimen given the segmental thrombosis and lower risk of thromboembolism. Additionally, anticoagulation cannot be performed due to anterior urethral bleeding."

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in a powerpicc is confirmed and was determined to be use related. One 5 fr t/l powerpicc was returned for evaluation. A functional test of infusing water into the catheter using a 12 ml syringe revealed a longitudinally aligned split between the 2 cm and 3 cm depth markings through the gray lumen. A microscopic observation revealed the longitudinally aligned split to appear slightly uneven. After an initial microscopic observation, the catheter was cut longitudinally to observe the inside of the catheter at the split. It was observed that the inside of the split appeared slightly longer than the outside of the split. The fracture surface of the split appeared granular. A tactile evaluation of the catheter revealed some tensile weakness at the split site. Based on the complaint description, tensile weakness and granular fracture surface of the split, the complaint of a leaking catheter is confirmed and was determined to be due to a catheter burst. This complaint will be recorded for future trending and monitoring purposes.